Event description:
The right ventricular (rv) lead is on recall and was found to have a fracture. The patient was admitted three months ago and underwent generator change and pocket revision, but the lead extraction was unsuccessful. She was discharged home with a lifevest until she could be scheduled for extraction with surgical backup. The patient is currently stable status post lead extraction and new rv lead placement.